Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to pinch lumen or collapse lumen or thick sac thickness or valve damage or short inflation lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Caution: this product contains natural rubber latex which may cause allergic reactions. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness or death of the patient. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Do not use if package is damaged. Keep away from sunlight." The device was not returned

Event description:
It was reported that the nurse was unable to deflate the foley catheter balloon from the patient. The foley catheter was in the patient for 4 weeks. The nurse inserted the syringe into a valve to passively deflate the balloon but no deflation occurred and no residual water was removed. The nurse inflated the foley catheter balloon with air but the inflation lumen was ballooned. There was no patient injury reported. Per follow up with ibc via email on 07jan2021 the balloon was inflated with air manually and removed. No medical intervention was provided to remove the catheter. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was unable to deflate the balloon of foley catheter from the patient. The foley catheter was insitu for 4 weeks. The nurse inserted syringe into valve to passively deflate balloon but no deflation occurred and no residual water removed. Then they inflated the balloon of the foley catheter with air but the inflation lumen ballooned. There was no reported patient injury. Per follow up via ibc on (B)(6) 2021, the balloon was inflated with air manually and removed. No medical intervention provided to remove the catheter. There was no impact to the patient.